Event description:
It was reported that a low recirculation volume aposet w/cassette leaked from a small pin hole on the cassette patient line near the connection, during patient use. Therapy was ended and then started over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Follow-up with the caregiver (cg) regarding the leaking cassette revealed there had been a second incident of leaking during drain 5. The home patient was hospitalized for monitoring due to the leaking cassettes. No further information was provided. This is report 2 of 2 for this patient.

Manufacturer narrative:
(B)(4). A review of all batch record documents with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of leak was not confirmed and the cause could not be determined because the actual sample was not available for further analysis. There were 21 companion samples from the same lot that were returned and visually inspected with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A review of all batch record documents was performed with no issues noted during the manufacturing process.